Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years (calculated from date of manufacture of the backup battery). The event occurred at (B)(6). The evaluation of the returned system controller revealed a compromised connection between the membrane ribbon cable and the user interface panel. As a result the pump running and the red heart symbols were intermittently active during pump operation. The ribbon cable was reseated and then locked, securing the ribbon cable. All symbols on the user interface subsequently operated as expected. The manufacturer has been made aware of the issue, and has since updated its assembly procedures to confirm that this cable is fully locked in place prior to closing the system controller. This system controller was manufactured prior to this change. It should be noted that the ribbon cable not being secure did not affect the system controller's ability to operate the pump. The evaluation of the returned backup battery revealed that the backup battery was manufactured on october 1, 2012. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Per design, on (B)(6) 2015 the system controller log file displayed a backup battery fault alarm at 12:00 am midnight due to the clock reaching the backup battery expiration month. The returned backup battery and system controller were connected to test equipment. The system controller was powered on and the backup battery fault advisory alarm was displayed. The system monitor displayed the backup battery¿s manufacture date and indicated the battery life was at 0 months. When external power was removed from the system controller, the system continued to operate supported by the returned backup battery. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer''s corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient came into the clinic for exchange of the system controller's backup battery where it was noticed that the green running symbol on the system controller was off. The system monitor, as well as the system controller, indicated that the pump was running. Furthermore, during self-test, it was noticed that the red heart symbol was not illuminated. The system controller was exchanged. The patient was reported to be asymptomatic. On 06/13/2016 during the manufacturer's review of the system controller log file, the investigation found that the system controller had alarmed due to expiration of the backup battery.